Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level rose to 290 mg/dl while wearing the pod between 1 and 4 hours. When removed from the infusion site (unknown), the pod's cannula was found bent.

Manufacturer narrative:
Correction to d(4): lot number changed from unavailable to pp1k03012211. Expiration date was changed from unavailable to 9/1/2023. Correction to h(4): device mfg date changed from unavailable to 3/1/2022.